Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on a v60 ventilator was inoperable. It is unknown if the ventilator was in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 18dec2018. The customer replaced the touchscreen to resolve the reported issue.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 18dec2018. The customer replaced the touchscreen to resolve the reported issue.